Event description:
Pt went to the emergency room with anaphylactic shock several hours after wound care nurse changed the dressing on a chronic wound. The steps taken during the dressing change was: rinsed around the edges of the wound with betadine, then rinsed with a wound cleanser that has been used several times in the past, then applied a wound dressing and covered it with a mepilex (B)(4). Four to five pieces of the mepilex (B)(4)was applied. Pt has no history of silver allergy. Based on internal investigation, they determined the anaphylaxis was due to the betadine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. During interrogation, for post market surveillance activities, the manufacturer became aware of an adverse event reported by (B)(4) in 2010 that also mentioned the use of promogran. This is the initial and final report.